Event description:
Litigation alleges that patient suffered from severe pain and discomfort in his left hip. The pain has been continuous and has significantly interefered with his normal daily activities.

Event description:
Litigation alleges that patient suffered from severe pain and discomfort in his left hip. The pain has been continuous and has significantly interefered with his normal daily activities.update: (B)(4) 2012 pfs was received from legal. Medical records were received from legal. Part/lot information was identified. Records are available if needed for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). (B)(4).

Event description:
After review of medical records, the patient was revised to address recurrent dislocation of right total hip arthroplasty. Revision notes stated that the hip was entered without difficulty. The patient had a recent dislocation so there were not any real significant posterior soft tissue elements to go through to get the hip. There was an effusion and this appeared to be serosanguineous fluid. The femoral component was approximately 10 degrees of anteversion. A more careful look at the acetabulum was done. The acetabulum was in approximately 10 degrees of anteversion and at approximately 50 degrees of inclination off the horizon and because the patient was having some instability episodes, acetabular revision was necessary. There was some mild anterior soft tissue impingement and this was debrided sharply without difficulty.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.